Manufacturer narrative:
The reported events were noise and inappropriate mode switch. As received, a complete lead was returned in one piece. Final analysis found that the insulation was abraded at 5.4 cm to 5.6 cm from the (connector pin/distal tip). The cause of the reported event of noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of the patient anatomy.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing and mode switch on the atrial (ra) lead. On (B)(6) 2025, the physician elected to cap and replace the ra lead. The patient was in stable condition.